Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were unable to punch numbers in his insulin pump. Customer¿s blood glucose was unknown at the time of incident. Customer received error notifications from pump with regards to the delivery of information. Troubleshooting was not performed. The insulin pump will not be returned for analysis.